Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had ¿run out of medication¿ and heard that alarm in ¿(B)(6) 2012 or earlier,¿ over a year before the initial report was made. It was not clear what drug or drugs were delivered by the device system at the time of the event. Additional information has been requested, but was not available as of the date of this report.